Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl; treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found time, date and basal rates are set up correctly. No error alarms found in the history. Customer's mother declined to continue troubleshoot and stated that would be calling back. Nothing further reported.